Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and a battery out limit alarm. Customer's blood glucose was 145 mg/dl. During troubleshooting, device had a blank display. After troubleshooting, display returned. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.